Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as it will take a longer period of time and was warm during charging session. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in six weeks prior the date, the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as it will take a longer period of time and was warm during charging session. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by the medical facility.